Event description:
Customer reported that a patient with anti-e did not react with vra147 cell 3 (e+e-). Testing was performed manually in gel. Patient had a previous history of anti-e. Cell 6 (e+e+) reacted 1+. Testing was repeated. No reactivity observed. No erroneous results reported. Daily qc was acceptable. Customer does not have sample to return.

Manufacturer narrative:
Retained testing and a batch record review was performed by ocd. Satisfactory results observed. (B)(4).